Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted (B)(6) 2004; 5076-58 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a steady rise to high impedances on the right ventricular (rv) lead. The rv lead was explanted and replaced. Upon removal, it was noted that there was a large amount of calcification on the lead tip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.